Manufacturer narrative:
The product was reported to be discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure potentially using a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade. Type of intervention and patient¿s condition are unknown. The physician¿s opinion regarding the cause of the event is unknown. No bwi product malfunctions were reported. This event will be conservatively reported under a generic thermocool® smart touch® sf uni-directional navigation catheter ablation catheter as this is the most common product used in cardiac ablation procedures. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
Originally, the carto3 system was reported as being used in the procedure and the thermocool® smart touch® sf uni-directional navigation catheter was reported as being potentially used in the procedure. Clarification was received on october 11, 2019. The correct system was a carto3 rmt system.the thermocool® smart touch® sf uni-directional navigation catheter was not used in the procedure. The ablation catheter used in the procedure was an ¿unknown¿ stereotaxis (stx) rmt ablation catheter. Since the rmt ablation catheter is unknown, the reportable catheter was corrected from a thermocool® smart touch® sf uni-directional navigation catheter to a navi-star¿ rmt electrophysiology catheter. In addition, further information was provided on the event. It was reported that during the procedure, at the end phase, after ablation, when taking catheters out of the body, a cardiac tamponade was discovered in the right ventricle (rv). The cardiac tamponade was most likely caused by an "unknown" rv catheter as that was the only catheter in the rv. The physician performed a pericardiocentesis and removed an unknown amount of fluid. The physician and team confirmed the blood to be from the right ventricle. The patient required one extra day of hospitalization and has fully recovered. The physician¿s opinion on the cause of the event is that it was procedure related. A transseptal puncture was performed with an unknown transseptal needle. Ablation was performed prior to the adverse event. There was no evidence of steam pop. Attempts have been made to obtain additional clarification to this complaint. However, no further information has been made available.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Per the additional information received, processed the following fields: -d11. Concomitant medical products and therapy dates -b2. Is hospitalization initial/prolonged -b2. Is required intervention -d1. Brand name -d4. Catalog -e1. Initial reporter title -e1. Initial reporter first name -e1. Initial reporter last name -e2. Health professional? -e3. Initial reporter occupation -e1. Initial reporter email manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/1/2019, it was noticed that the concomitant product was inadvertently omitted from the 3500a initial MDR. The product has now been added to concomitant med products. Manufacturer's ref # (B)(4).